Event description:
The customer reported that the 8800 system displayed a generator error message. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an onsite investigation. The service rep adjusted the battery charger. The system was tested and operates as intended.